Manufacturer narrative:
It is not known whether this device or the associated devices may have caused or contributed to the patient's infection. Post-op infections are a well known risk of any surgery. Other devices involved in this event: scorpio rpk tray waffle size 9. The insert in this case is not sold in the us.

Event description:
This is a follow-up report to medwatch 9616680-2007-00147. Patient developed post-operative infection in 2006. Two months later, all components were removed and the second stage of the revision was completed two months later. All components were removed due to deep infection. (1st stage)- revision 2. Approx two and a half months later - 2nd stage of revision.